Event description:
Information received by medtronic stated that the insulin pump had a pump error alarm and low battery problem. Customer stated that they were able to clear the pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring = clear. On (B)(6) 2021, customer alleged pump had a pump error 63 and battery lasts less than expected. The pump passed the displacement test, however pump failed the self test. Successfully downloaded history files and traces using thus. Pump error 63 was found in the history file on (B)(6) 2021 at 13:38:55, ambient light failure (variable 3). Keypad overlay was peeled and traces of u1 on the keypad assembly were examined and found broken trace at pin 6. No replace battery, replace battery now or power error alarms occurred during testing, thus battery last less than expected not confirmed. The following were noted during visual inspection: cracked retainer, partially detached retainer, keypad overlay texture damage, cracked keypad overlay, pillowing keypad overlay, cracked case above arrow and battery icon, and cracked case on battery tube. In conclusion, customer allegation of pump error 63 confirmed with ambient light failure (variable 3) where traces of u1 on the keypad assembly were examined and found broken trace at pin 6. Customer allegation of battery lasts less than expected not confirmed where no replace battery, replace battery now or power error alarms occurred during testing. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Maedtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.